Event description:
Customer reportedly received results of 149 mg/dl on aviva system 1 and 324 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 303079, expiration date 06/30/2012). (B)(4).